Event description:
It was reported that as the surgeon inserted a cc4204a single piece implantable collamer lens, it tore as it entered the eye. The lens was removed without any patient injury and another same model lens was implanted. The reporter stated the incident was the result of a loading error.

Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber. Single piece foldable intraocular lens with aspheric. (B)(4): evaluation:results - visual inspection of the returned product showed the optic was torn and a piece of a haptic was torn off and missing. (B)(4).